Event description:
A report received from the USA stated an 840 ventilator experienced a black graphical user interface (gui). There was no report of pt involvement. The date of the event is unk.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb) and updated the backlight inverter pcb's. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specifications. (B)(4). .